Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. At one day postop the pt presented with bilateral diffuse lameilar keratitis (dlk) and a flap lift and rinse was performed on the right eye. The pt responded to treatment and the dlk resolved in both eyes. The pts pre-op bcva was 20/20 ou. The pt's current bcva was not provided, however the pt's postoperative ucva is 20/30 ou.